Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt felt stimulation in the wrong location in the stomach. The pt also indicated a problem with the recharging system and had no bars on bottom row of recharger. The pt did not feel they were trained adequately on using the device. The pt had tried at length to obtain coupling using spacers, tightening belt and repositioning the antenna and dial, but still no coupling. The pt had an appointment with the hcp and the manufacturer's representative for reprogramming and troubleshooting on (B) (6) 2009. The charge level was between 25 and 50%. The pt stated they were going to "have the doctor remove it." The pt could feel one edge of the device. Add'l info received from the hcp indicated the pocket was revised on (B) (6) 2010. The pt experienced no injury and the outcome was non-serious injury/illness.